Event description:
The pt's mother stated the tube leaks at the connector to the administration set. Micropore tape is used to hold the tube in place. This causes the pt's skin to be irritated and red. A prescription ointment was applied, and an oral antibiotic was prescribed due to fever. It is not known if the fever is related to the event. Note: the event date given above is approx. One pt involved.